Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the pin is stuck in the resection guide.

Manufacturer narrative:
This event is related to events where the headless pins may deposit material on the inside surface of the hole. This can lead to the galling (binding) of the pin inside of the hole. A CAPA was opened in january 2005 to determine root cause and effective corrective action. The CAPA team decided that the best corrective action was to change the design of the 1/8" headless pin, via the ecn process, by adding flutes to the bottom half of the pin. The flutes will allow the pin to act as a drill bit and clear any burrs or debris located on the inside surfaces of the cutting blocks/guides. Corrective action/preventive action: a CAPA was opened in january 2005 to determine root cause and effective corrective action. The CAPA team decided that the best corrective action was to change the design of the 1/8" headless pin, via the ecn process, by adding flutes to the bottom half of the pin.

Event description:
It was reported that the pin is stuck in the resection guide.